Manufacturer narrative:
Samples were received for evaluation and the reported issue was confirmed. Functional testing was also performed on the returned samples and two of the units failed the electrical resistance test due to the melted wires. A review of the device history record for the lot reported was evaluated for any issues related to the report. The product was manufactured, inspected and released in accordance with our internal records and no issues were observed. The circuit that was used is a dual limbed circuit that was used as a single limbed circuit. The end user was provided incorrect direction, but has since been reinstructed that the circuit cannot be used as a single limbed circuit. A new product has been provided.

Event description:
Customer used 7100-4s2 as a single limb circuit and connector and tubing melted when it was hooked up to the mr730 heater. No patient injury.